Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of treanda, under infusing greater than 10% during chemotherapy in the out-pt cancer clinic. The pump was set to infuse 197 mg of treanda over 1 hour in a 500cc bag and programmed for 520cc. It was reported that the clinician had to titrate the infusion rate multiple times in an attempt to make up for the intended time of completion. Approximately 100cc was left in the bag after 1 hour. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.